Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted for the endovascular treatment of a 50mm abdominal aortic aneurysm .  It was reported that 17 months later, the patient was hospitalized at a different healthcare facility due to lower back pain. It is unknown if the back pain is aortic related. The patient returned for follow-up CT another 6 months later where aneurysm enlargement was observed without obvious endoleak. A follow up carried out previously had shown a slight reduction of the aneurysm size to 47mm. No cause of the aneurysm enlargement as per the physician was specified.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was confirmed that the limbs implanted within the endurant ii bifurcate were non-medtronic devices. Film review: the reported abdominal aneurysm enlargement was confirmed on the films returned; however, the cause of the event could not be determined. Angiograms were not available to help determine the source of the aaa expansion. It is likely that the aneurysm enlargement is a result of disease progression which occurred over the course of the implantation of the device. There is also a possibility that a type ii endoleak from a patent collateral vessels may be present, but this could not be confirmed on the films provided. Analysis of the returned cts did not reveal any out of specification stent graft integrity issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.